Manufacturer narrative:
The returned driver was examined under magnification. Torsional and oblique fracture patterns were identified at the hex transition radius. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Additional mdrs associated with this event: 3025141-2019-00238: screw, 3025141-2019-00239: plate.

Event description:
While implanting a aculoc 2 vdr plate, the surgeon was inserting a locking cortical screw. The tip of the driver broke off in the screw head and could not be removed and remain implanted.